Event description:
It was reported that a patient underwent a myomectomy on (B)(6) 2023 and suture was used. During the procedure, when the doctor was suturing the patient's skin, the suture broke. Changed to another one to complete the surgery. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H6 component code: g07002 device not returned to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: - was there any adverse consequence associated with the patient? - please provide the source or name of person providing answers to follow-up questions -------------contacted with the sales rep today via phone, please refer to the event description, the issue is suture breakage. The following information was requested, but unavailable: - the received additional event information indicates that we should refer to the event description, where it mentions 'suture breakage.' However, the event description details a different scenario, describing an 'incorrect quantity-extra suture.' It states that when the doctor was suturing the patient's skin, they found two sutures inside, which couldn't be sewn properly. Could you please confirm whether this complaint is related to suture breakage or an incorrect quantity in the packaging? - if this complaint is related to suture breakage, when was the suture broke (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify